Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found the instrument was tested on an in-house system. The instrument passed the recognition and the engagement tests. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional. No product issue was found. The complaint regarding damaged wire insulation was not confirmed by failure analysis.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument wire insulation was damaged. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: instrument was inspected prior to use, nothing out of the ordinary was found. It was unknown if wire was exposed due to damaged insulation. No loss of cautery was associated to the damaged cable. No thermal damage nor fragments missing were noted. Instrument was returned.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.